Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 2000mcg/ml at 526.2mcg/day via an implantable pump. On (B)(6) 2020 the healthcare provider reported that they just attempted a refill of the pump and the erv (expected residual volume) was 4.2ml and arv (actual residual volume) was 5ml. Per the healthcare provider, the fluid removed from the pump was yellow and cloudy in color and stated that the refill was unremarkable. The healthcare provider inquired about culturing the fluid and stated the patient had no infectious symptoms. Additional information received the same day reported that they were able to inject 20cc¿s of pfns (preservative free normal saline) into the reservoir and aspirated that 20cc¿s back and it was still clear. They then refilled the pump without issue. No patient symptoms and no further complications were reported regarding the event.